Event description:
Boston scientific received information that this patient with a pacemaker had reported that the site around the device was sensitive to touch, had skin discoloration and was possibly out of the pocket. The patient was referred to the physician. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.